Event description:
It was reported that the pulse generator could not be interrogated. The device showed no response to a magnet, no telemetry on the programmer, and long pauses were seen with a ventricular escape rhythm in the 30 pulses per minute range. The pulse generator would be replaced.

Manufacturer narrative:
Na